Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on aviva connect meter, within 10 minutes: 447 mg/dl and 86 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Customer returned two unopened, unused boxes of strips of the same lot number as complained but did not return the strip vial that was in use at the time of the event. The unused strips were tested and no malfunctions were identified.